Event description:
Maude report (B)(6) submitted by an attorney states that a patient experienced an abscess on their left thigh, pain, and clicking, elevated chromium and cobalt levels. Patient was revised in 2011 due to infection and was reimplanted the same year. Following the reimplantation, patient continued to have an infection in the hip and suffered significant pain. The patient apparently has not been revised a second time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported infection. Based on the investigation the need for corrective action is not indicated.